Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. During preparation of a steerable guide catheter (sgc), the dilator was flushed; however, the hemostasis valve was spinning and would not stop indicating the hemostasis valve was broken and resulted in a permanent leak. Therefore, the sgc was not used in the patient and the procedure continued with a new sgc. Then a clip delivery system (cds) was advanced to the mitral valve; and the clip grasped both leaflets fine, but mr was not reduced. The clip was being re-positioned; however, one gripper arm was observed not fully lowering. The clip was then inverted and retracted back into the atrium to test the mobility of the grippers. Imaging confirmed that one gripper would not fully lower. The cds was then removed with the clip attached and the procedure was successfully completed with a new cds. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.